Event description:
The service report shows that the device became inoperative while on a pt with error code kb0017. There was no patient harm or change in therapy as a result of the malfunction. The mallinckrodt customer support engineer (cse) inspected the device, verified the error code in memory; however, the cse could not duplicate the error code. The cse replaced the ai pcb as a precaution. The unit passed extented self testing.